Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was damaged. The following information was received by the initial reporter with the verbatim: description of problem: this was attached to primary tubing at the port site. When it was attempted to be removed, the part you spin came off, but the skinny cylinder(currently detached) was still in the primary tubing, allowing fluid to begin leaking out of the tubing leading to air going into the line which could have led to an air embolus. After multiple attempts, the line was able to be disconnected and the primary line was reprimed. Please advise if you would like the 1ea back for the complaint or have the customer discard. Also, will you issue a credit to the stock po.